Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u409 can transceiver and a defective u413 can controller on the computer/analog pca. The root cause for the defective u409 and u413 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing frequent adjust belt messages.